Event description:
It was reported that during implant of the atrial lead, the physician had difficulty fully inserting the lead into the header of the device. As electrical measurements were good, the physician opted to implant the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.